Event description:
It was reported that during the procedure when the stent (subject device) was delivered through a microcatheter, it prematurely detached inside the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. He reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was the subject stent was advanced through a non-stryker microcatheter and it prematurely deployed in the catheter. As per a statement in the supplied dfu regarding required microcatheters "stryker neurovascular microcatheters specifically excelsior® sl-10® (0.0165 in/0.42 mm ID) or excelsior® xt-17¿ (0.017 in/0.43 mm ID)." Velocity has an internal diameter (ID) of 025" which is larger than the recommended ID for delivery of stents, as the internal diameter of the catheter is to large this may cause the stent to open too wide inside the microcatheter and the sdw- stent delivery wire would just slide through causing the reported stent premature deployment. Therefore, an assignable cause of user error will be assigned to the reported code since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user. It was also reported that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure.

Event description:
It was reported that during the procedure when the stent (subject device) was delivered through a microcatheter, it prematurely detached inside the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.